Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the emergency room. The patient's implantable cardiac monitor (icm) had come out the device pocket. The patient was in stable condition.